Event description:
It was reported that the implantable pacemaker device displayed battery capacity depleted message when interrogated. Also, local representative stated that this device appears did not last as long as it should be. Technical services (ts) assessment discussed end of life (eol) was the same as battery capacity depleted. This device was explanted and replaced. No adverse patient effects were reported. The device was returned for analysis.